Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: clearly deposits on the product, product and label mismatch, visible signs of rupture - distal catheter separated from the product & distal catheter separated and reconnected with foreign ligature. Results: based on our investigation, we are able to substantiate the claim of "the valve connection is torn during surgery after opening the product". Based on the visual inspection we suspect that the product was previously implanted. The product has signs of use, such as deposits and the distal catheter is newly connected by ligature. Both parts/ends of the product shows signs of tearing. At the time of the examination we are not able to determine how this damage occurred. We would like to inform you, as described in our instructions for use , about the safety measures and contraindications: " to avoid cuts and scratches in the silicone elastomer close attention should be payed while using sharp instruments. Likewise, attention should be payed not to tighten the ligature too firmly. Damage may result in a loss of integrity of the shunt and therefore may require a revision." . We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Additional information with incoming product.

Manufacturer narrative:
Evaluation: investigation on- going. The sample is not yet available. Additional information/ investigation results will be provided in a supplement report.

Event description:
It was reported on 03/09/2020 that there was a problem with a progav shuntsystem during the operation. The complaint was submitted via creation in sap on 09/04/2020 to the manufacturer. It has been founded that the valve connection is torn during surgery after opening the product. Patient data: age: (B)(6) years. Gender: male.